Event description:
(B)(4). I have had hair loss, lots of weight gain, pain on my lower right side and times in the center near the pelvic area, headaches more than I have ever had, heavy periods every mth.. Tired all the time

Event description:
(B)(4). My face constantly stays broke out with crap that I have tried to get to clear up and it just wont. Not to mention the lower back pain. I have never had this stuff so continuously like I have had since I had the implants in (B)(6) of 2013...